Manufacturer narrative:
The reported field event of inappropriate therapy was confirmed from the device image. The device behaved as it was programmed which did not allow it to identify the ventricular fibrillation and give necessary therapy. Bench testing found the device to be normal. No anomalies were found.

Event description:
The patient received multiple inappropriate defibrillation therapies due to atrial fibrillation. The device was explanted and replaced and the patient was stable following the procedure.